Event description:
Customer reported that the cannula on the infusion set was bent. He reported that his blood glucose was high but did not provide a reading. He stated that the issue was resolved when he changed his infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.